Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon receipt of product in the warehouse, debris was noted in the sterile packaging. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the product returned. As per visual inspection, visual inspection shows debris found inside the sterile packaging that fails the tappi size estimation and is larger in size. Ftir spectrum analysis of the debris concluded that it is made of cellulose. DHR was reviewed and no discrepancies were found. Investigation results concluded that the likely condition of the product when it left zimmer biomet was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.